Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. The history files from 2023-02-04 to 2023-02-05 were investigated (specified date of the incident, given from the costumer). At 2023-02-04 22:25 pm the vtbi was set to 1000 ml and the infusion time to 06:00 hh:mm. The infusion was started at 22:25 pm. One minute later the infusion was stopped by a pressure alarm (reason for that alarm could not be clarified). The infusion was started again at 22:27 pm. At 2023-02-05 03:20 am the infusion was stopped by the costumer. Up to that time the device has delivered 815,62 ml (act volume infused). Furthermore, no anomalies could be detected inside the history files. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars as well a technician seal on the lower housing part were available and undamaged. Some wear and tear could be found, but no mechanical damages could be detected. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -2,37 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled. No damages could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" "there was an incident involving infusomat sn: (B)(6) on the 5th of february, in ICU north, at approximately 3am. The patient was receiving an infusion of isotonic bicarb at a rate of 167ml/hr (1000mls/6hrs). Once the 6hr mark of the infusion was reached the nurse looked at the bag and noted it was still full. There was no harm caused to the patient. Unfortunately, the article/ batch number of the line used is unknown."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.